Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.